Manufacturer narrative:
The tech installed the missing roller guide, bushing spacer and screw to repair the stretcher.

Event description:
Info received indicates the right siderail will not lock because the siderail is missing the roller guide, bushing spacer and screw.